Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe cannula break off. The following information was provided by the initial reporter: during preparation before use, a needle was separated from syringe barrels.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe cannula break off. The following information was provided by the initial reporter: during preparation before use, a needle was separated from syringe barrels.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.